Event description:
While raising a patient on the lift for a transfer, the lift dropped suddenly, striking the patient and causing the patient and the lifting part to drop to the floor. She was hospitalized and x-rays were taken; facility reports that no injuries were suffered.

Manufacturer narrative:
Additional info will be provided upon conclusion of the manufacturer's investigation.